Manufacturer narrative:
Exemption number e2019001. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be due to operational context of the procedure. The resistance advancing was due to the tight aortic arch. Additionally, it is likely that advancing the absolute pro over the tight arch caused the shaft to kink or bend such that the shaft lumens were unable to move freely resulting in resistance with the thumbwheel and partial stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and no tortuosity in left superficial femoral artery (sfa). The absolute pro self expanding stent system (sess) was advanced with some resistance while advancing through the tight aortic arch. The sess reached the target lesion successfully; however, during an attempt to deploy the stent, the deployment wheel stopped turning and became stuck. The stent was partially deployed in the sheath. The device was able to be easily removed from the patient anatomy. A non-abbott device was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.